Event description:
Report received indicated that during percutaneous transluminal angioplasty (pta) to the left superficial femoral artery (sfa), the stent appeared to short/accordion like after deployment. The product was used and prepped, following the instructions for use (IFU). An antegrade puncture was made. The lesion was neither tortuous nor calcified and was predilated. There was no resistance during advancement of the stent delivery system (sds). Stent was deployed in the usual manner; however, after deployment it was notice that the stent was too short and did not cover the whole lesion. Therefore, another stent from abbot was place to end procedure successfully. There was no adverse consequence to the patient. The stent delivery system (sds) will be returned for evaluation. Additional information will be sent within 30 days upon receipt.